Manufacturer narrative:
(B)(4) date sent 11/11/2024 d4 batch #935c47. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 935c47, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.